Event description:
Complainant alleged that during biomed testing it was observed that the device may have been dropped. The device displayed "pacer fault 117," "pacer disabled," and "defib disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.